Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain and metal debris. Update rec'd 3/18/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from damage to her hip joints and body. The unknown asr products are now being reported as an unknown pinnacle liner and head based on metal on metal allegations received through litigation. Update 10/9/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported difficulty walking and increasing cobalt chromium levels. There were no lab results within medical records. The stem is being added to complaint. The primary surgery report noted a small calcar crack after reaming that was repaired with a reese cable. An unknown reamer is being added. There has been no revision reported. Part/lot updated. The complaint was updated on: oct 30, 2015.